Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the ventilator stopped ventilation abruptly and didn't alarm. The customer stated there was a patient associated with this event, no harm or injury reported.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A technician serviced the ventilator and did not find any failures with the device. The device met vyaire manufacturer specifications.

Event description:
The customer reported a (B)(6) patient was hospitalized for acute bilateral papilledema with sub-retinal hemorrhages in the right eye. The patient was intubated, ventilated and curarized during use of the avea ventilator. After performing a tracheal aspiration of the patient, the ventilator stopped ventilation abruptly and didn't alarm. The patient experienced desaturation, hypotension and pre-stop cardiac. Medical staff performed heart massage and changed the ventilator.